Manufacturer narrative:
Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Implant date: (B)(6) 2019, exact date unknown.

Event description:
According to the available information, the patient experienced recurrent vaginal vault prolapse and multiple previous surgeries. The patient underwent open mesh sacrocolpopexy in (B)(6) 2019. The procedure was uneventful with excellent symptomatic result. Incidental pickup of asymptomatic vaginal extrusion of mesh was noted at examination. The prolapse repair still had good results. On (B)(6) 2021, the patient underwent vaginal excision of the mesh exposure, and closure. The procedure was uneventful.